Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h6, h10. The following sections were corrected: b2, h3 the device history records were not reviewed as the event was determined to be unrelated to the implanted zimmer biomet devices. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Based on this information, the root cause is attributed to non-device related factors. H3 other text : event unrelated to zimmer biomet device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-02337; 0001825034-2023-02339; d10-medical product: vanguard cr ilok fem-lt 70, item# 183032, lot# j7200957; vngd ant stblzd brg 14x79, item# 189104, lot# 287050. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a manipulation under anesthesia approximately three months post implantation due to stiffness and limited range of motion. Attempts to obtain additional information have been made; however, no more information is available.